Event description:
It was reported that during a procedure the chamber that holds the cement from the autoplex system broke, which caused a 30 minute delay in the procedure. It was reported that no additional anesthesia was required and that the procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported condition was found to be related to an issue with the transfer tube that connects the mixing chamber with the injector assembly. Subject tubing inflated and blew open during cement transfer. Further inspection disclosed the inflation/burst was caused by glue clog presence at the connector¿s end. This clogging did not allow the cement to flow to the injector. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure, the chamber that holds the cement from the autoplex system broke, which caused a 30 minute delay in the procedure. It was reported that no additional anesthesia was required and that the procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.